Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device measured value is incorrect. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection showed no external damage or defects. The device powered off before measurements could be obtained, when placed in a test fixture the device gives a sensor off message even though a finger is inserted. The device most likely powered off by itself due to an open detector based on investigations conducted previously with identical symptoms. A service history record review reveals that this unit was in the field for over two (2) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4), corrected data: corrected name of initial reporter to:(B)(4).